Event description:
It was reported that this pacemaker system was exhibiting an increase in right ventricular (rv) impedance of 1460 ohms. The patient will continue to be monitored. This pacemaker system remains in service. No adverse patient effects were reported. The pacemaker and this right ventricular (rv) lead were explanted and replaced. This product has not returned for analysis. No additional adverse patient effects were reported.